Manufacturer narrative:
Received one device. Visual inspection found damaged keyboard, damaged(detach) dso seal. Customer problem was duplicated. The keypad and the downstream occlusion sensor (dso) seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the device keyboard. There was no reported patient involvement or harm.